Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the failed downstream occlusion test. A false downstream occlusion was reproduced while attempting to run an infusion. During the eval, the downstream sensor current reading was out of spec with a fluid filled set loaded. The downstream pressure plate gap was also found out of spec. This condition is why the unit failed the downstream occlusion test during routine maintenance. The downstream tubing guide was replaced.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test during preventive maintenance testing. No further info could be obtained. It was also reported there was no pt injury.